Event description:
Pt brought to ep lab for permanent pacemaker implant. Pt positioned on table in supine position and draped/prepped with betadine solution and duraprep. When physician touched electrosurgical unit to pt, there was an arc. This ignited the chuck under the shoulder. The pt's hair on head also ignited. This event resulted in first degree burns to face/neck areas. Procedure aborted and pt treated for burns. Equipment sent to bio-med engineering in facility for testing.